Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed recorded episodes of non-sustained right ventricular oversensing (nsrvo). The episodes were caused by over-sensed noise exhibited by the right ventricular (rv) lead. Noise was observed to cause pacing inhibition and was reproduced with isometric test. Lead fracture was suspected. Programming interventions were made. The patient was stable.